Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented with multiple atrial noise reversions and that the atrial lead impedance had decreased from 550 ohms at implant to 320 ohms.